Manufacturer narrative:
One 72203380 healicoil pk 5.5mm suture anchor used for treatment and was returned for evaluation. The complaint stated: ¿when screwing the anchor into the bone, a threaded piece broke off.¿ the insertion shaft showed no damage. Suture was still attached to the anchor and wound on the inserter handle. The damaged anchor was attached to the inserter tip. There were stripped distal threads which aligns with use of excess torque. The stripped sections were not returned. Per IFU: ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ recommended prep instrument for normal bone condition is a 3.8mm tapered awl. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an ask shoulder surgery when screwing the anchor into the bone, a threaded piece broke off. The pieces were removed with graspers. A backup device was available to complete the procedure with no significant delay and no patient injuries.